Manufacturer narrative:
In response to FDA report number: mw5091803. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "chest rash, breast pain¿, and ¿axillary lymphadenopathy."

Event description:
Patient reported "chest rash, breast pain¿, and ¿axillary lymphadenopathy.¿ patient additionally reported ¿joint pain, severe debilitating fatigue, anxiety, dry/burning eyes, recurrent episcleritis, burning mouth when swallowing solids, difficulty eating certain foods/cough after eating, dry mouth, inability to lose weight, bloating enthesitis, severe stiffness in my back, severe stiffness in my back, brain fog, unusually malodorous sweat, recurrent sinus infections, other infections, multiple viruses, gastroenteritis, shingles, uti, yeast infection, strep throat¿, and ¿multiple sinuses infections;" these events are not device related. The device was explanted. This record is for the right side.